Event description:
It was reported that the customer inadvertently delivered a 13 unit bolus resulting in customer's blood glucose (bg) level decreasing to 41-42 mg/dl. Reportedly, the customer consumed carbohydrates to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Per tandem user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.